Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right vessel below the knee. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. However, during inflation below rated burst pressure, the balloon ruptured and a balloon pihole was noted. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient's status was good.